Manufacturer narrative:
The device was received and evaluated. The pod was received with the cannula assembly fully deployed. Inspection of the cannula assembly did not find it bent, kinked, or damaged. An 0x14 occlusion alarm was generated by the pod. Timeouts were seen in the downloaded data in conjunction with this alarm. Drive mechanism components were closely inspected and no abnormalities were observed that would conclusively determine the root cause of the alarm. The exact cause of the occlusion alarm could not be determined. The device was reset and delivered a 5-unit bolus successfully without timeouts, drive stall, or alarm.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ent450. 17845-5c-aw rev a 10/17. Checking your blood glucose 4 / page 36. Warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported the patient's blood glucose level rose to 20.2 mmol/l (363.6 mg/dl) while wearing the pod between 4 and 24 hours. When removed from the infusion site (arm), the pod's cannula was found bent. As treatment, corrections were performed and a manual injection was administered with an insulin pen. A new pod was applied upon the completion of corrections.